Event description:
Patient received a red heart alarm. Patient stated that he checked all his connections and everything appeared to be fine. Patient was at the park at the time. Stated that he went back to his truck and changed his batteries but the controller continued to alarm. Patient states that he then got out his back up controller put in a new set of batteries and changed out his controller by himself. Patient states that he was asymptomatic during the whole controller exchange and while the controller was alarming. Denied dizziness and lightheadedness.